Manufacturer narrative:
The given date of event was the 16th of june, 2022. When a dräger service engineer was checking the device on-site on (B)(6), it was noticed that the oldest entry in the log file dates back to (B)(6). This provides evidence that the device was further used after the event; older log file entries were overwritten by newer ones. From this aspect can be concluded that no device malfunction of persisting nature can be present. The log file was then checked for further hints and, it was found that the device had exhibited a ventilator failure during a procedure performed on july 14th. The device was powered-on at 08:00; the automatically starting power-on self-test was aborted by the user. About 1 hour after start of automatic ventilation, the device detected two consecutive encoder check errors. The system responded as designed, shut down automatic ventilation and posted a corresponding vent fail alarm. The device was further used for some minutes in manual ventilation until it had been powered-off. The device facilitates a piston ventilator; the piston hub will be adapted to the tidal volume that shall be applied. The position of the piston is being monitored continuously - if deviations between measured and calculated piston position exceed a certain limit the device responds as mentioned before to protect the patient from potentially hazardous output or from severe damages to the ventilator unit. Reasons for the divergence between calculated and actual piston position may be multiple - speed fluctuations of the motor resulting from wear and tear would be imaginable and, also problems with the position detection system must be taken into consideration. Furthermore, the phenomenon is not necessarily related to technical issues - if the patient is in the wake-up phase and is coughing against a piston hub or if pressure is applied to the patient's chest during repositioning, the resulting fast airway pressure rise may trigger a safety shutdown of automatic ventilation as well. The customer did not agree so far with dräger's offer to replace the ventilator unit in reflection of the device age (almost 10 years in use). Without disassembly of the original ventilator unit and inspection of the individual parts however is no clear differentiation between the individual imaginable failure scenarios possible; solely based on log file analysis, no reliable conclusion can be drawn. Based on the description of event, the knowledge of former cases as well as the known system effect of the fabius device, it can however be concluded for the case occurring on the date of event, that the device behaved upon a detected deviation of unknown origin by posting a corresponding alarm to alert the user. As already mentioned above, a persisting malfunction as root cause can be assessed rather unlikely because the user kept using the device. This also emphasizes the assessment that the device behaved as specified and as expected by the user (who has used the device for almost 10 years), otherwise, the user would not have put the device back into operation with other patients. Finally, the issue that occurred on the date of event (oder ¿the issue occurring on the date of event¿ oder ¿the reported vent fail on the date of event¿ oder, wenn du das oben in grün lässt, wäre sicherlich auch gut ¿that issue occurring on the date of event¿) can have had a different root cause than the safety shut down (on july 14th) which can still be seen in the logs. At least for the second instance, it can be concluded (oder confirmed) that the device responded as designed upon a deviation of unknown origin; a safety shutdown of automatic ventilation was forced and, the user was alerted by means of a corresponding alarm. As confirmed for the particular case, manual ventilation is still possible in this state; the monitoring functionalities remain unaffected from this as well. (It can also be concluded that it under responsibility and control of the user to inspect the device prior to each use for potential nonconformities and not to put the device into operation if significant impairments were detected. Based on the log analysis, it was found that the self-test that needs to be performed prior to use ¿ as also described in the instructions for use ¿ was not completed but aborted by the user. Since older log entries are overwritten by newer ones, no assessment can be made as to whether self-tests are regularly aborted by the user. Nevertheless, it can be stated that if a technical failure/deviation ¿ that could cause a vent fail during use ¿ was indeed present, it would have been detected in that (aborted) self-test prior to use).

Event description:
It was reported that suddenly the ventilation was restricted during a surgical procedure without further specification what the restriction consisted of. As per report, the device was replaced in a controlled maneuver; no patient consequences have occurred.

Event description:
It was reported that suddenly the ventilation was restricted during a surgical procedure without further specification what the restriction consisted of. As per report, the device was replaced in a controlled maneuver; no patient consequences have occurred.

Manufacturer narrative:
The case investigation has just begun; results will be provided in a follow-up report.